Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-03350 for the other associated device information. It was reported to boston scientific corporation that a captiflex single-use snare and a resolution clip device were used during a colonoscopy procedure performed on (B) (6) 2009 (pt over 18 years old). According to the complainant, during the polypectomy, the patient developed a bleed, which was not considered to be significant at the time. The procedure was completed with the same captiflex snare. The patient was then sent to recovery where he complained of pain. The pt was sent back into the procedure room and rescoped. At this time, the bleed was found to be more significant than had been originally thought. The first six clips were successfully deployed at the bleed site, but the seventh failed to deployed from the catheter tip. Another resolution clip was deployed and the procedure was completed. The patient was retained in the hospital for one night and was reported to be doing very good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).